Event description:
It was reported that insulin gauge displayed amount different than expected on a previous day, with pump showing lower fill estimate than caller anticipated. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, accepted offer for email with cartridge loading resources, and was instructed by technical support to call back for further troubleshooting if problem occurred again.